Manufacturer narrative:
Discordant result was not repeated as physician questioned the initial sodium result. Trace log and sensor data is being sent to manufacturer for review.

Event description:
Customer reported a discrepant sodium on a pt tested while in the operating room. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant results.